Event description:
Procedure performed: gastric sleeve. Event description: clip applier cer at [hospital]. Additional information was received via telephone on 01dec2023 from [name], account manager I, applied medical the facility uses account ID (B)(6) to purchase applied medical products. The lot number of the ca500 complaint device is unknown. The event occurred on 15nov2023 and the rep was made aware the same day. During a gastric sleeve procedure, the ca500 device was misfiring. The clip wasn't deploying although the surgeon would squeeze handle to handle. It is unknown if the issue was initially observed when the first clip or a subsequent clip was loaded. This occurred about three times out of a total of five to six activations. A 5 mm trocar was used. The device looked normal but sometimes a clip wouldn't deploy after full initiation. It is unknown if any pressure was applied to the trigger while moving through the trocar. No clip was loaded into the jaws prior to the device¿s insertion/removal through the trocar. It is unknown if a clip was manually removed as a loaded clip. The surgeon opened a new device to complete the case. No patient injury occurred. Product is available for return. Patient status: no patient injury occurred. Intervention: the surgeon opened a new device to complete the case.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1495809, was included in the recall.

Event description:
Procedure performed: gastric sleeve. Event description: clip applier cer at [hospital]. Additional information was received via telephone on (B)(6) 2023 from [name], (B)(6). The facility uses account ID (B)(6). To purchase applied medical products. The lot number of the ca500 complaint device is unknown. The event occurred on 15nov2023 and the rep was made aware the same day. During a gastric sleeve procedure, the ca500 device was misfiring. The clip wasn't deploying although the surgeon would squeeze handle to handle. It is unknown if the issue was initially observed when the first clip or a subsequent clip was loaded. This occurred about three times out of a total of five to six activations. A 5 mm trocar was used. The device looked normal but sometimes a clip wouldn't deploy after full initiation. It is unknown if any pressure was applied to the trigger while moving through the trocar. No clip was loaded into the jaws prior to the device¿s insertion/removal through the trocar. It is unknown if a clip was manually removed as a loaded clip. The surgeon opened a new device to complete the case. No patient injury occurred. Product is available for return. Patient status: no patient injury occurred. Intervention: the surgeon opened a new device to complete the case.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.